Manufacturer narrative:
The event unit returned to applied medical. A follow-up report will be provided following the completion of the investigation.

Event description:
Procedure performed: robotic lap chole. Event description: the first assist put the bag through the trocar port and pulled back, [name] then reminded them to pull the string, then the doctor took over and was pulling it out upright instead of side to side. The bag broke on the bottom, and the specimen fell out and back into the patient. They switched to rip stop bag and successfully removed the gallbladder. Additional information provided by [name] on 27may2026 via email: the bag broke at bottom as the doctor aggressively just pulled up and was trying to pull through a small whole. The port size was that of an 8 robo trocar, the dr does not extend his incision. Intervention: switched to ripstop bag. Patient status: no patient injury.